Event description:
The accounts maintenance supervisor reported that they had a bed which the side rail dropped unexpectedly while a patient had full weight against it and the patient fell out of bed an broke her hip. The quite ill patient was sent to an acute care hospital, but unfortunately passed away four days later. The bed is no longer in use and is now located in the bed shop at the facility. The account requested to have the bed checked for proper operation of the side rail. This report was filed in our complaint handling system as complaint # (B)(4). Per the hill-rom service manual the retractable bel must have an effective maintenance program. We recommend that you perform preventative maintenance annually to help to ensure a long and productive life for the retractable bed. This will help minimize downtime due to excessive wear failures. Side rail frame: test the side rail for proper latching. Adjust if required. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. A call was placed by a hill-rom representative to mary mcdonald at the account to obtain additional patient information. Mary stated the patient was a (B)(6) year old female with a history of cerebral aneurysm an cva. She had been in a long term care facility since 2009. Patient fell from the bed fracturing her hip, she was transferred to an acute care facility where she died four days later from aspiration pneumonia. The patient expired as a result of the injuries. The bed was functioning to specifications. Based on this information, no further action is required.

Manufacturer narrative:
Hill-rom technician spoke with the accounts maintenance and they mentioned that they have looked over the bed and everything seems to be functioning fine and the side rails seem to be latching as well. They think that maybe the side rail might not have been fully latched when this incident occurred. The hill-rom technician investigated and found that the bed functioned as designed and he could not duplicate th alleged issue of the side rail false latching. The service technician reported that the mattress on the bed was an orthoderm lal mattress. The mattress was 36 inches wide, 80 inches long and 10 inches in height. Description of event was that the nurse was working with the patient and turned to get something for the patient care and the patient was lying on their side at the time and rolled over against the side rail and the rail opened and the patient fell out of bed. The patient was injured when this happened. The hill-rom technician and hospital technician both believe that the side rail may not have been latched properly in place when this incident occurred. This is just an alleged input.